Event description:
It was reported that the caregiver contacted support because the patient experienced recurrent low blood glucose while being more active at school, and at the direction of the trainer and endocrinologist a full factory reset of the ilet system was completed with education provided. Symptoms included hypoglycemia. Outcomes included no alerts or alarms, no reported adverse health consequences, and no reported effect on measured blood glucose values. Investigation included technical troubleshooting and use education. Investigation of this case revealed that the cause of the hypoglycemia was unclear and likely related to changes in activity level, with no device malfunction identified. It was concluded that the device functioned as expected and the event was attributable to user conditions with cause of lows not definitively determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.